Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the flocculation of the guidewire had already occurred yesterday, an inspection was performed before placing the powerpicc solo in the vascular access centre, and white flocculation was found on the guidewire after retrieving the support guidewire. Healthcare provider does not use this catheter for placement and replaces it with a new catheter. No other information provided, at this time. This file is for the third event of three events reported.